Event description:
Received phone call in 2004 from pt's hospital liason stating family had called and stated their vent dependent family member had passed away. Manufacturer notified and handling download, testing, checking, etc.